Event description:
It was reported that an irrigation issue occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a polarxfit catheter was selected for use. The device was inserted into the body and the balloon was placed at the left superior pulmonary vein (lspv); an error occurred on the infusion pump which persisted despite changing to a low flow rate. Based on information stated via good faith effort (gfe), this is considered an irrigation issue. As the issue could not be resolved, the procedure was completed via an alternative method; radiofrequency (rf). There were no patient complications as a result of this event. The device was disposed of and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.